Event description:
Philips received a complaint from the customer on the v60 indicating that the proximal pressure sensor zero failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the proximal pressure sensor zero failed. A field service engineer (fse) went onsite and confirmed the reported issue. The fse determined that a replacement of the data acquisition (da) board was required. The fse replaced the da board to resolve the issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).